Event description:
On (B)(6) 2018, a gestational diabetic patient contacted lifescan (lfs) (B)(4) alleging that their onetouch verio flex meter was reading inaccurately low compared to a calibrated laboratory device. The complaint was classified based on customer service representative (csr) documentation. Additional information could not be obtained as it was noted that the patient does not wish to be contacted by lfs until after she had given birth. The patient stated that the alleged product issue was noticed at 7:30am on (B)(6) 2018 when she visited a laboratory. At this time, the patient obtained a blood glucose result of ¿80mg/dl¿ from the subject meter compared to a blood glucose result of ¿101mg/dl¿ from a calibrated laboratory device within 10 minutes of one another. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy. The patient started testing with the subject meter one month prior to the alert date and was not taking any medication to manage their diabetes; just managing their diet. After obtaining these results the patient visited her doctor who decided that the patient should be put on an insulin management regimen to help control her blood glucose. The patient now takes 5 units of an unspecified type of short-acting insulin once every night. The patient informed the csr that her baby has developed a ¿heart issue¿ and states that the cause of this was that the subject meter had been reading inaccurately low over the last month, and as a result, timely treatment to control her blood glucose levels was missed.at the time of troubleshooting, the csr was unable to determine whether the patient¿s testing technique was correct, whether her storage of test strips was correct or whether she had control solution available to walk through a control solution test as the patient was unwilling to provide this information. The patient was offered replacement product and will be returning the subject product to lfs. This complaint is being reported because the patient alleges that the subject meter had been reading inaccurately low over the course of the past month. The patient claims that this contributed to the fact that they did not receive adequate treatment in order to control their blood glucose levels during pregnancy which lead to the fetus developing a heart issue.